Manufacturer narrative:
MFR site : updated contact info, date rec¿d by MFR : 04mar2019. The manufacturer's technician instructed the customer to reboot the system. The customer rebooted the system and the device was working properly; however, it was making an unknown noise. There was no patient involvement. The manufacturer's technician replaced gas delivery system and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. Reporter phone number unknown. The manufacturer's technician instructed the customer to reboot the system. The customer rebooted the system and the device was working properly; however, it was making an unknown noise. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed during pressure accuracy (contrast) testing. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The event date was not specified; estimate used.